Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device shows wrong values. No patient impact or consequences were reported.

Event description:
The customer reported the device shows wrong values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found no external damage or defects. Upon start up, not all the leds lit up. During accuracy testing, no product performance issues were identified related to spo2 and pulse rate. Internal inspection found contamination damages on the system circuit board that prevented some of the led digits from lighting up. The cable connector was also contaminated. The customer's complaint regarding missing led digits was duplicated but the complaint regarding spo2 accuracy was not duplicated, the technology board passed accuracy testing while placed inside a known good rad-5. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues related to this reported event.